Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device had a sticky pump. The physician removed and replaced the entire device through replacement surgery and the patient fully recovered. There were no patient signs or symptoms reported at this time.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Malfunction of the device and mechanical malfunction are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.